Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer was using apidra insulin, which is off label for the pump. Customer's blood glucose was below 250 mg/dl at the time of event.